Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with complaints related to infection including pocket swelling. The physician believes that the patients last procedure on (B)(6) 2015 when a lead and generator were implanted contributed to the infection. A new system will be implanted after the infection is resolved.

Manufacturer narrative:
Analysis was normal. No anomalies were found.